Event description:
It was reported to boston scientific corp that a gemini retrieval basket was used during a ureteroscopy procedure in 2008 (age, weight, and gender are unk). During the procedure, the gemini basket broke inside the pt and perforated the pt's ureter. Approx a 10 centimeter piece of the device was left inside the pt. According to the complainant, the physician is decided wait for approx two or three weeks to let the pt heal before he attempts to remove it. The physician placed a stent in the pt.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.